Manufacturer narrative:
Medtronic replaced the device for the customer.

Event description:
According to the report, when the device was powered on for the first time by the facility, each time the device's on button was pressed, the device display screen was white and it would not boot up.